Event description:
This non-serious spontaneous case report was reported by a consumer via a call center and forwarded by our local affiliate. This case involves a female patient who received poly-l-lactic acid (sculptra) therapy approximately in 2007. No further treatment details were reported. Lately, on an unknown date, the patient has been presenting with lumps on her face. Relevant medical history and concomitant medication information were not mentioned. Action taken with poly-l-lactic acid therapy and corrective treatment is unknown. Patient's outcome: not recovered/ not resolved. No more information is available. A ptc (pharmaceutical technical complaint) was initiated.